Manufacturer narrative:
As reported a patient underwent placement of an optease vena cava filter. The patient reported experiencing recurrent blood clot, clotting, occlusion of the inferior vena cava (ivc) in addition to internal bleeding requiring blood transfusions and anxiety related to the filter. According to the medical records the patient's medical history is notable for syringomyelia from a spinal cord simulator that was previously removed, paraplegia, metallic foreign bodies in the posterior soft tissues at t9-t10 level, fluid collection posterior to the t10 spinous process, left paraspinous lipoma, 4.7 cm ascending aortic aneurysm, diabetes, hypertension, atrial fibrillation, pulmonary embolism (pe), breast cancer, bilateral mastectomy with implant of breast prothesis, cardiomegaly with vascular congestion, bibasilar densities, subdural hematoma with hemiparesis, obesity, kidney stones, cervical cancer and hysterectomy. Per the implant records, the patient was reported to have a medical history of deep venous thrombosis (dvt). The filter was indicated for pe and dvt. The filter was placed via the right internal jugular vein was deployed in the infrarenal ivc. A follow-up cavogram showed good position. The patient tolerated the procedure well. A central venous line placement for a history of subdural hematoma and impending left craniotomy ensued after the filter placement. The patient underwent left craniotomy for subdural hematoma on the same day and was discharged to rehab four days later. About twenty days post implant, the patient was admitted to the hospital with shortness of breath, headache, and urinary incontinence. A computerized tomography (CT) scan of the brain was performed for headaches and confusion, no acute intracranial hemorrhage or pathology was identified. The following day, the patient had a computed tomography angiography (cta) for shortness of breath. No evidence of pe was observed. Eleven days after the cta, an abdominal ultrasound was performed for abdominal pain, results noted small gallstones without signs of acute cholecystitis, normal appearance of the liver. A CT scan of the abdomen performed three days prior noted the ivc filter appeared to be in appropriate position and no acute abnormalities of the abdomen or pelvis. Thirty-five days post implant the patient underwent placement of a triple lumen catheter and right femoral arterial line for hypoxemia and hypotension. The patient also underwent an ivc gram, indicated for left lower extremity dvt. A 5fr catheter was placed in the right internal jugular vein and directed into the ivc. A note was made of an ivc filter in place, contrast injection demonstrated patency of the suprarenal ivc with contrast flowing into the right atrium. It was noted during the procedure the patient had an ivc filter implanted. The patient became hypoxic during the procedure and was intubated; and was checked for pe and dvt. The patient was positive for dvt of the left lower extremity. The patient was discharged to a rehabilitation facility approximately twenty days after admission, with a diagnosis of urinary tract infection and dvt. Approximately three months and twenty-four days post implant, a magnetic resonance imaging (MRI) of the thoracic spine was indicated for complaints of back pain. MRI results showed stable cystic lesion, multilevel disc bulging and a stable thoracic aneurysm. Four months post MRI, the patient had a CT scan of the head after a fall. The CT found no acute intracranial event. A right knee x-ray for history of trauma from falling showed no fracture or subluxation identified. About six months post implant, a bilateral lower extremity ultrasound was performed for leg swelling. Results noted new partially occlusive right lower extremity from the common femoral to the popliteal vein, and stable chronic residual left lower extremity dvt. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and occlusive thrombosis within the filter and/or vasculature do not represent a device malfunction. Bleeding was also reported and also does not represent a device malfunction. Clinical factors that may have influenced the events include patient, pharmacological and vessel characteristics. Anxiety is an emotion characterized by an unpleasant state of inner turmoil, often accompanied by nervous behavior, somatic complaints, and rumination. The physiological symptoms of anxiety may include, but are not limited to neurological, respiratory, cardiac, muscular, and cutaneous. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to the patient being at risk of suffering injuries, possibly permanent and life-threatening. The patient will require extensive medical care, monitoring and treatment due to long term implant of the inferior vena cava (ivc) filter. The patient suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability and other losses, not limited to the apprehension and risk associated with retaining a defective device inside the patient's body. According to the medical records provided for review, the patient's medical history is notable for syringomyelia from a spinal cord simulator that was previously removed, paraplegia, metallic foreign bodies in the posterior soft tissues at t9-t10 level, fluid collection posterior to the t10 spinous process, left paraspinous lipoma, 4.7 cm ascending aortic aneurysm, diabetes, hypertension, atrial fibrillation, pulmonary embolism (pe), breast cancer, bilateral mastectomy with implant of breast prothesis, cardiomegaly with vascular congestion, bibasilar densities, subdural hematoma with hemiparesis, obesity, kidney stones, cervical cancer and hysterectomy. Per the implant records, the patient was reported to have a medical history of deep venous thrombosis (dvt). The filter was indicated for pe and dvt. The right neck was prepped and draped in a sterile fashion. Ultrasound showed patency of the right internal jugular vein, and was used for guide needle placement. A guidewire and sheath were placed and then upsized and advanced into the inferior vena cava (ivc). A venacavogram was performed, showing a patent inferior vena cava without evidence of thrombus. The optease filter was deployed in the infrarenal inferior vena cava. A follow-up cavogram showed good position. The patient tolerated the procedure well. A central venous line placement for a history of subdural hematoma and impending left craniotomy ensued after the filter placement. The patient underwent left craniotomy for subdural hematoma on the same day and was discharged to rehab four days later. About twenty days after implantation, the patient was admitted to the hospital with shortness of breath, headache, and urinary incontinence. A computerized tomography (CT) scan of the brain was performed for headaches and confusion, no acute intracranial hemorrhage or pathology was identified. The following day, the patient had a computed tomography angiography (cta) for shortness of breath. No evidence of pe was observed. Eleven days after the cta, an abdominal ultrasound was performed for abdominal pain, results noted small gallstones without signs of acute cholecystitis, normal appearance of the liver. A CT scan of the abdomen performed three days prior noted the ivc filter appeared to be in appropriate position and no acute abnormalities of the abdomen or pelvis. Thirty-five days post implant the patient underwent ultrasound guided placement of right internal jugular triple lumen catheter and right femoral arterial line for hypoxemia and hypotension. The patient also underwent an ivc gram, indicated for left lower extremity dvt. A 5fr catheter was placed in the right internal jugular vein and directed into the ivc. A note was made of an ivc filter in place, contrast injection demonstrated patency of the suprarenal ivc with contrast flowing into the right atrium. It was noted during the procedure the patient had an ivc filter implanted. The patient became hypoxic during the procedure and was intubated; and was checked for pe and dvt. The patient was positive for dvt of the left lower extremity. The patient was discharged to a rehabilitation facility approximately twenty days days after admission, with a diagnosis of urinary tract infection and dvt. Approximately three months and twenty-four days post implant, a magnetic resonance imaging (MRI) of the thoracic spine was indicated for complaints of back pain. MRI results showed stable cystic lesion, multilevel disc bulging and a stable thoracic aneurysm. Four months post MRI, the patient had a CT scan of the head after a fall. The CT found no acute intracranial event. A right knee x-ray for history of trauma from falling showed no fracture or subluxation identified. About six months post implantation, a bilateral lower extremity ultrasound was performed for leg swelling. Results noted new partially occlusive right lower extremity from the common femoral to the popliteal vein, and stable chronic residual left lower extremity dvt. According to the information received in the patient profile form (ppf), the patient reports recurrent blood clot, clotting, occlusion of the ivc in addition to internal bleeding requiring blood transfusions and further experienced anxiety related to the filter.